Event description:
It was reported that the patient wanted to find a healthcare provider (hcp) to remove the device. The implant had not worked in four years and she didn¿t feel any stimulation. Information regarding if the patient still had concerns with their device or therapy has been requested regarding this event. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3487a, lot# l59559, implanted: 1999, product type: lead. Product ID: 7434a, serial# (B)(4), implanted: 2003, product type: programmer, patient. Product ID: 748951, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. (B)(4).